Event description:
It was reported that this lead was an attempted implant at the left-bundle branch. The lead was attempted due to helix issues. No adverse patient effects were reported.

Manufacturer narrative:
Amendment: per response from the sales representative, the lead was an attempted implant due to helix issues, which is not reportable. Please disregard report number 2124215-2023-65778.

Event description:
It was reported that this lead was an attempted implant at the left-bundle branch. The lead was attempted due to an unknown product performance issue. No adverse patient effects were reported.